Manufacturer narrative:
Investigation completed on a smith medical cadd legacy 6400 pump. The event of alarms continuously was no duplicated. The event log revealed " high pressure alarm" after powering on device . Preventative measures and action taken to replace the downstream occlusion sensor .

Event description:
Information received a smith medical cadd legacy pump alarms continuous. No patient involvement.